Event description:
A customer reported encountering a cracked and shattered touchscreen that rendered the pump's display illegible, resulting from a motorcycle accident. This issue caused the customer's blood glucose level to rise to 536 mg/dl, which was addressed by administering a correction injection via multiple daily injections (mdi). Technical support initiated corrective actions by sending a replacement pump and instructed the customer on necessary procedures, including storage mode and return protocols for the damaged unit. Additionally, the customer was advised to consult with their healthcare provider for a compatible sensor, as the new pump's software was not compatible with their current sensor.